Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set was leaking event on 05-jun-2024. No further information was available.

Manufacturer narrative:
Patient country: united states. (B)(6).